Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl. The pod was worn between 4 and 24 hours on the leg. It was noted that the cannula was bent and fluid was leaking. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula/fluid leak or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.